Manufacturer narrative:
The blood pressure monitor was requested back from the patient but has not yet been delivered to the manufacturer. When the device is delivered an investigation will be conducted and a supplemental report will be filed.

Event description:
Patient reported the livongo blood pressure monitor squeezes their arm too tight causing bruising.